Event description:
Per the clinic, the patient was treated with oral and topical antibiotics for 6-8 weeks (specific dates not reported) due to a wound/callus at the implant site. The implanted device remains.